Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported hemoptysis remains unknown. Per the IFU, hemoptysis is a known inherent risk of trauma to the pulmonary artery during a cardiomems sensor implant.

Event description:
On (B)(6) 2019 an echocardiogram was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was increased by 9mmhg. Accurate readings were observed under the manufacturer's patient care network database. Furthermore, the patient experienced hemoptysis in the recovery area post cardiomems implant and calibration. The patient was intubated and admitted for observations. The patient was then extubated about 3 hours later and the patient was in stable condition.